Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during thyroidectomy procedure the tech had tested the device and when passing it to the surgeon the tissue pad fell off of the device. The pad was not used on the patient. No error codes were reported. They completed the procedure with a new like device. There was no patient consequence reported.